Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. There was no allegation against the device. During the evaluation of the device, a "service required" code was found in the ventilator's downloaded error log, the device failed a test step and visible foam particles were noted in the airpath. The device was unrepaired.